Manufacturer narrative:
Patient information was unavailable. Device information unknown at the time of filing. Follow-up has been performed to obtained information. UDI not available for this instrument at time of filing. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a tumorectomy. It was reported that intra-operatively, an inaccuracy occurred when the instrument verification was performed. It was reported that the calibration of a tracker seemed to have poor precision. The calibration method was instructed and the physician was told to switch to the use of the scope probe if the issue persisted after performing the calibration once. Use of the tracker was abandoned and the scope probe was used to complete the procedure. There was no reported impact to patient outcome or surgical delay due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the black sure track was inaccurate by about 1 millimeter. It was not in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the inaccuracy only occurred with sure track.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative reported that an operation check had been performed in the facility and it was confirmed that the there was no problem, the product would not be returned.